Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported on voice message - this box is 1/2 way used and I'm finding 1 out of 5 needles clog and bend while in use. Using the nano 2nd gen, lot # unknown, catalog# unknown. Date of event unknown, sample status discard. Called this voice message person back and she stated I'm not interested in speaking with you - she ended the call dc.